Event description:
It was reported that the right ventricular lead was dislodged. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead also exhibited a sensing anomaly. The lead was returned.

Manufacturer narrative:
Analysis found normal device characteristics.